Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to a pinhole on connecting tube, water tightness is lost; distal end cover has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; connecting tube has coating peeling; connecting tube has a dent; distal end cover has a dent; adhesive around light guide lens is peeled; adhesive around objective lens is peeled; switch1 has a cut; protector of universal cord on scope connector side is damaged; universal cord has a wrinkle; universal cord has a scratch; adhesive on bending section cover or distal sheath rubber has white-clouded area; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has a chip; adhesive on bending section cover or distal sheath rubber has a scratch; indication on scope connector is peeled; switch4 has a wear; scope connector has a crack; grip has a scratch; scope cover is shaved; control unit is shaved; and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, air/water leak. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that there was a foreign body at the tip. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, the area where the foreign material was found had physical damage. It is likely that the physical damage, and deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): instructions, operation manual of gif/cf/pcf-290 series chapter 3 preparation and inspection¿ describes how to detect the subject event. Instructions, reprocessing manual of gif/cf/pcf-290 series chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.